Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have the cable crimp from wrist control cable at the grip hub dislodged. As a result, the cables appear to be broken but it is not. The cable crimp is captured inside the welded grip. The root cause of this failure is attributed to component failure. The instrument was found to have functional test failed imprecise motion test to be related to the customers complaint. The instrument was placed in an in-house system and failed precise motion test. This is as a result of dislodged grip ca le crimp in the distal end.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.